Manufacturer narrative:
This supplement is being submitted to update the -d9 - date returned to manufacture.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was noisy. Based on the results of the investigation and the information provided, it is likely due to due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue occurred during set up. There were no reports of patient harm.